Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with the reservoir placement being palpable, and the pump not working as expected. A surgical procedure was performed, during which the reservoir was switched from the left side to the right side. During the replacement, the physician removed the pump from a capsule and did not identify any issues with the pump. No patient complications were reported.